Event description:
It was reported that 5 syringes 3ml ll were found deformed before use. The following information was provided by the initial reporter: issue of five (5) syr disp 3ml luer/lk (product code: 302113anz, lot: 6116404) that they were not able to used the 3ml syringes as they were deformed, before use. Occurrence date was 05-oct-2020. No actual sample was available for evaluation. There was no patient involvement, no injury, and/or medical intervention associated with this event.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 syringes 3ml ll were found deformed before use. The following information was provided by the initial reporter: issue of five (5) syr disp 3ml luer/lk (product code: (B)(4), lot: 6116404) that they were not able to used the 3ml syringes as they were deformed, before use. Occurrence date was (B)(6) 2020. No actual sample was available for evaluation. There was no patient involvement, no injury, and/or medical intervention associated with this event.